Manufacturer narrative:
One opened trocar cannula/hub assembly was received and visually inspected and was found non-conforming with a broken tip of the cannula with pushed metal. A dimensional inspection for cannula inner diameter and a functional fit test could not be performed on the sample due to the cannula tip damage. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The evaluation confirmed damage to the tip of the trocar. The sample was unable to be dimensionally of functionally tested, however, a damaged tip would contribute to product fit issues as was reported. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the trocar cannula/hub assemblies has been identified. An investigation has been completed and manufacturing process enhancements have been implemented in order to reduce the frequency of trocar complaints for damaged cannula. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A doctor reported that trocar was crushed and the knife was difficult to pull out or insert during a procedure. The product was replaced and procedure completed with no patient harm. A sample has been shipped to manufacturing site.